Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the right atrial (ra) lead had dislodged. Upon completion of the case, right ventricle ectopy was noted and fluoroscopy revealed the ra lead had dropped into the ventricle. The pocket was reopened and the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.